Event description:
The disposable loading unit was used with an stainless steel instrument during a hysterectomy procedure. Reportedly, the staples did not form. The surgeon used another instrument to complete the procedure. No pt injury was reported.